Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide corrections and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Update fields: d4; g1; g3; h2; h3; h4; h6 and h11. Corrected fields: b3; d9; e4. The device was culture tested positive by the customer. In addition, the following reportable malfunction was identified during the device evaluation: image noise. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The device was tested positive by olympus; therefore, the user request was confirmed. After decontamination, the device was tested positive again. Third hygiene microbiological investigation (hmi) test performed after repair was positive. A manual cleaning with 3 - 5 brush stroke with the required brush, flushing and afterwards automated cleaning, sufficient drying and test again, the device was tested negative. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. A historical review of the last 12 months of complaints related to microbial contamination of the device was performed and no trends were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the biopsy channel of the colonovideoscope tested positive for water related microorganism. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.